Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it should be noted bhr implantation is contraindicated for patients receiving high doses of steroids as well as patients with avn with >50% involvement of the femoral head. It cannot be determined to what extent the patient¿s co-morbidities, leg length discrepancy, multiple physical assaults, falls and being dropped had on her pain, acetabular position and clinical status. It also cannot be determined to what extent the patients refusal of care and lack of clinical follow-up had on her pain and clinical status. It should be noted patient reported hip popped out after she fell from a standing position. Successful closed reduction. Noted plan of care was to brace her and get the hip to tighten up from her injury. No further documentation was provided. The root cause of the dislocation was injury sustained from falling. The patient impact beyond the pain and closed manipulation cannot be determined. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient fell and dislocated the left hip prosthesis with the abort displacement of the prosthetic femoral head. This required closed reduction.